Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of pt injury or death.

Manufacturer narrative:
The customer was instructed on allowing the save icon to disappear before proceeding.